Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-32435. It was reported that both the atrial and right ventricular leads were explanted for unknown reasons on (B)(6) 2021. No patient symptoms or patient condition were reported.